Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had left-sided hemothorax noted on a chest x-ray taken on (B)(6) 2021. Later that day the patient was taken to the operating room to relieve the hemothorax. Using ultrasound guidance and a computed tomography(CT) of the patient's chest, a dopen tube thoracostomy was performed on the left chest. A 28 french catheter was left inside the site. The patient was then transferred to the intensive care unit (ICU) and a catheter was placed approximately 700ml out. The patient was discharged home on (B)(6) 2021 after recovering from this event and the left ventricular assist device (lvad) procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pericardial fluid collection and bleeding could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists pericardial fluid collection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 08oct2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Using ultrasound guidance and a computed tomography(CT) of the patient's chest, an open tube thoracostomy was performed on the left chest.